Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident a technical support specialist remoted into the server and ran a query against the extension. Received message table, confirming that no adt messages were received for both patients. Further checks on the cce management console showed that for the patient with mrn ending in 8322, only order messages were received no adt messages were present for the current admission. As a result, the patient remained on the server with an admit status of "unknown" and a visit type of "placeholder." For the patient with mrn ending in 6568, no messages were received. Per user, the issue was due to a mapping error on user end and granted permission to close the case. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that the bd pyxis¿ es server, patients not crossing into pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.